Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device indicates an error "code 400 ref 26", was confirmed. It was found that the tamper-proof seal was damaged. Also the 8-pin socket was found to be corroded by fluid, there was a cut in the membrane panel and the mounting foot was loose. Mechanical and software upgrades were performed for the device, the defective hand piece was replaced along with the physically damaged front panel and the loose mounting foot, and the device was cleaned, newly calibrated, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-pin connector, which in turn would have caused the device to display the error code as reported by the customer. Also user mishandling of the device is the most likely root cause of the physical damage to the front panel and the loose mounting foot. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator device indicated an error "code 400 ref 26". During in-house engineering evaluation, it was determined that the 8-pin socket was found to be corroded by fluid. There was no procedure nor patient involvement reported. No additional information was provided.